Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure a guide wire fracture occurred. The target lesion was located in the circumflex artery. As the physician was removing the extra support rota guide wire from the packaging it was noted that the distal end of the wire was separated from the body of the device. The procedure was completed with another of the same device. No patient complication was reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).